Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all four knobs on the external pulse generator (epg) were broken. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had broken knobs, however, it was indicated that the knobs were loose. It was also indicated that the ventricular output connector was broken, main printed circuit board (pcb) was out of specification, and that multiple external components were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
Product analysis: further manufacturer's analysis indicated that the main printed circuit board (pcb) was not out of specification. If information is provided in the future, a supplemental report will be issued.